Event description:
It was reported that the patient was hospitalized due to septic shock and a device pocket infection approximately two months after the implantation of the bi-ventricular defibrillation system. It was further reported that there was vegetation noted on the right ventricular lead tip segment and the patient's blood culture was positive for streptococcus. The patient received intravenous antibiotic therapy and required intubation, dialysis due to renal failure, and surgical removal of the defib system. The patient was reported to be enrolled in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is the same brand family as a device marketed in the u.s. Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found. The returned device indicated a loose/detached set screw. Concomitant medical products: 5076-52 implantable pacing lead: (B)(6) 2013; 6935m62 implantable tachy lead: (B)(6) 2013; 429888 implantable pacing lead: (B)(6) 2013. (B)(4).